Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator was in use and the plug from the power cord had broken where it plugs into the wall. Something hit it, more than likely the patient's bed. This caused the prongs to rip out of the plug, therefore making the ventilator run on batteries. Also leaving the opposite end of the progs somewhat exposed, becoming a danger if anyone were to grab it not knowing it was broken. They could shock themselves. Every once in a while, this type of event happens, but these ventilators are only about 3 months old. No health consequences or impact.